Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified distal right coronary artery. A 3.00mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during second inflation at 14 atmospheres for 10 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. There were no patient complications nor injuries reported, and the patient condition was good post-procedure.